Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no deviations or nonconformances during the manufacturing process. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent verify touch screen and voltage check and was found to meet product specifications. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient called while the cycler was at the power fail recovery screen. The patient stated that the power cord was tight at both ends and it was connected to a three prong wall outlet. The patient further stated the cycler screen was flickering during the end of the treatment. During the troubleshooting steps the patient stated they were in the hospital this morning. The patient clarified that the visit to the hospital was not related to dialysis but did not provide further details. The technical support asked the patient to provide the treatment, however the patient was unable to provide it as they were unable to select the option on the cycler screen. The reason the patient had just returned from hospital was unknown. The hospitalization course is unknown. It is currently unknown if the patient's hospitalization is related to peritoneal dialysis therapy. The cycler was replaced. The patient informed technical support that they had manual supplies in order to complete treatment. Due diligence attempts were exhausted and additional information could not be obtained.

Manufacturer narrative:
A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.